Event description:
Report received alleging patient needed medical attention to remove a tampon with no string. Medical record indicates the patient had a dialated cervix and the tampon somehow was inserted inside the cervix.